Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error e315 (non-compatible endoscope) occurred during maintenance involving an olympus bronchovideoscope. There was no patient involvement.